Event description:
It was reported that the caller experienced a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a complete pump reset, and after the reset, the cgm error code did not reappear for the customer.